Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of ventricular capture. Programming changes were made, and the issue was resolved. The patient was in stable condition and no patient consequences were reported.